Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of the event was unknown. The date listed is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
A customer reported a high comparison reading when comparing a reading from her freestyle freedom glucose meter to an unknown competitor brand meter. The customer reported a reading of 274 mg/dl on her freestyle meter, and compared this to a reading of 95 mg/dl on her sister's meter. However, the customer was unsure of the dates and times of the readings. The customer stated that her doctor changed the amount of unspecified medication she took because of the "high reading" on her adc meter. The customer further reported she believes this may have contributed to the medical event, as she experienced undefined "episodes" when taking the medication. On an unspecified date in (B)(6) 2011 the customer reported she "went to bed, went to sleep, and then woke up on the floor next to her nightstand". The customer stated she "was completely out and my grand daughter was waking me up", and she did not know how she "ended up on the floor." The customer reported that she experienced a loss of consciousness, and sustained a bruised sacrum. No self-treatment or third-party emergent intervention was reported. There is no report of death or permanent injury associated with this case.